Event description:
It was reported as a general comment that there is an issue of no suture in the device [cuff miss] occurring with prostyle devices. The method to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Date of event is estimated. The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. The UDI is unknown due to the part/lot number was not provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported product could not be conducted because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.